Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter in a sealed pouch in an opened carton. There is a circle marked on the pouch, but the foreign matter (fm) is not visible. The pouch was opened and a piece of fm was identified. The fm is slightly larger than the acceptable specification. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported there was the presence of filaments in the device packaging. The packaging was not removed and remained sterile.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was the presence of filaments in the device packaging. The packaging was not removed and remained sterile.